Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts, and all key contacts were found to be misaligned.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the display screen continues to scroll after releasing the keypad buttons. She noted, this has occurred over the past 2 weeks. The patient stated that she noticed the issue when bolusing and filling the cannula, because, the numbers would continue to go up or down after releasing the button. The patient reported that the buttons require multiple presses to obtain a response as well. She noted that the buttons do not click or spring back when pressed. The patient denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that she wears the pump in various places with a clip.